Manufacturer narrative:
The radiometer investigation is finalized. The ca sensor failed and the results suggest presence of a persistent clot. Sensor cassette was replaced, which solved the problem.

Event description:
According to the complaint the customer had a couple of patient samples that had a rather large variance between reported results on the ca2+ between machine 1 and 2. The initial samples were run on machine 2 and reported the ca2+ to be much lower than previous results for the patient. This prompted the staff member to run the same patient sample on machine 1, which gave a different result. After 5am, the ca2+ went yellow and the customer went over to troubleshoot the machine. When the customer arrived, the ca2+ and the ica were both yellow. The sensor cassette was due to be changed out in 1 day and had 332 tests remaining. The customer opted to change the sensor cassette at this time to troubleshoot the issue while looking into the reported issue further. Changing the sensor cassette solved the issue. For their own assurance, they also ran all 3 levels of qc to ensure proper operation of machine 2. Machine 2 (discrepant), machine 1 (reference); patient 1:, 2,79, 5,19, (ca2+ mg/dl); patient 2:, 2,92, 6,32, (ca2+ mg/dl). Neither machine was out of calibration at the time the samples were run, and all parameters were green at the time the samples were run. No reports of death or serious injury.